Event description:
The customer reported that the system locked up during a procedure and displayed a "do diagnostics" error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. An upgrade was loaded, however, the problem continued. A software check was arranged. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.